Event description:
Additional information received reported that the patient was doing fine and had good therapy post operatively. The devices were going to be returned to the manufacturer.

Event description:
Additional information received reported that there was a high impedance issue, the leads migrated slightly, and the patient wanted an MRI compatible system. X-rays and reprogramming were also performed. The device was explanted and replaced, and the product was going to be returned to the manufacturer. The product issue was resolved and the cause of the issue was not determined. The patient was alive with no injury at the time of this report. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the patient was not receiving effective therapy and reprogramming was unsuccessful. There was less than 50% therapy relief in the areas of the original pain. Impedance testing was done and found multiple electrodes, unknown which ones at this point, to have high impedance of >40000 ohms. It was noted that the patient denied any traumatic event. The patient and physician desired MRI compatibility and elected for a complete system replacement. That procedure had been tentatively scheduled for (B)(6) 2015. The patient was alive with no injury at the time of this report. No outcome was reported regarding this event. Further follow-up will be conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37744, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: lead. Product ID 37744, serial# (B)(4), product type: programmer, patient. Product ID 37754, serial# (B)(4), product type: recharger. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: lead. Product ID 3550-39, product type: accessory. Product ID 3550-39, product type: accessory. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: lead. Device analysis for ins (B)(4) revealed no significant anomaly found, functionally okay. Device analysis for lead (B)(4) revealed the lead body conductor was broken within 10cm of the connector area. Wires 0, 4, 6, and 7 were broken 2.8cm from the proximal end. Device analysis for lead (B)(4) revealed the lead body conductor was broken within 10cm of the connector area. Wires 0, 2, and 3 were broken 2.8cm from the proximal end.

Manufacturer narrative:
(B)(4).